Manufacturer narrative:
After internal review, it was confirmed that the patient used an expired pod.

Event description:
The patient reported symptoms consistent with a skin infection following wear of two different pods on both arms, with the first pod showing symptoms on (B)(6) 2025, and the second pod showing symptoms on (B)(6) 2025, while she was traveling in algeria. Reported symptoms included sharp pain and warm skin. It was further reported that the patient's blood glucose level increased to 19.6mmol/l (352.8mg/dl). The patient consulted a health care professional (hcp) in the emergency room on (B)(6) 2025, where the hcp outlined the affected areas on both arms and advised the patient to return if the infection spread beyond the marked borders. Antibiotics were prescribed. The hcp later ruled out alcohol wipes as the cause of the infection after the patient switched to cleaning the infusion site with soap and water. The patient noted that they have since changed their infusion site to the back and is currently awaiting results from penicillin allergy testing for potential future treatment options. The patient also mentioned the possibility that they may be confusing some emergency room and clinic visits with another infection that occurred on their finger, which was unrelated to the pod use. However, the patient confirmed as of (B)(6) 2025, that the pod-related arm infections had not spread and that both sites resolved with antibiotic treatment.

Manufacturer narrative:
D4 lot number was updated.

Manufacturer narrative:
B5 is updated.

Event description:
The patient reported symptoms consistent with a skin infection following wear of two different pods on both arms, with the first pod showing symptoms on (B)(6) 2025, and the second pod showing symptoms on (B)(6) 2025, while she was traveling in algeria. Reported symptoms included sharp pain and warm skin. It was further reported that the patient's blood glucose level increased to 19.6 mmol/l (352.8 mg/dl). The patient consulted a health care professional (hcp) in the emergency room on (B)(6) 2025, where the hcp outlined the affected areas on both arms and advised the patient to return if the infection spread beyond the marked borders. Antibiotics were prescribed. The hcp later ruled out alcohol wipes as the cause of the infection after the patient switched to cleaning the infusion site with soap and water. The patient noted that they have since changed their infusion site to the back and is currently awaiting results from penicillin allergy testing for potential future treatment options. The patient also mentioned the possibility that they may be confusing some emergency room and clinic visits with another infection that occurred on their finger, which was unrelated to the pod use. However, the patient confirmed as of (B)(6) 2025, that the pod-related arm infections had not spread and that both sites resolved with antibiotic treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported symptoms consistent with a skin infection following wear of two different pods on both arms, with the first pod showing symptoms on (B)(6) 2025, and the second pod showing symptoms on (B)(6) 2025, while she was traveling in algeria. Reported symptoms included sharp pain and warm skin. It was further reported that the patient's blood glucose level increased to 19.6¿mmol/l (352.8¿mg/dl). The patient consulted a health care professional (hcp) in the emergency room on (B)(6) 2025, where the hcp outlined the affected areas on both arms and advised the patient to return if the infection spread beyond the marked borders. Antibiotics were prescribed. The hcp later ruled out alcohol wipes as the cause of the infection after the patient switched to cleaning the infusion site with soap and water. The patient noted that they have since changed their infusion site to the back and is currently awaiting results from penicillin allergy testing for potential future treatment options. The patient also mentioned the possibility that they may be confusing some emergency room and clinic visits with another infection that occurred on their finger, which was unrelated to the pod use. However, the patient confirmed as of (B)(6) 2025, that the arm infections had not spread and that both sites resolved with antibiotic treatment.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.